Event description:
During repair at the service center, the device displayed a yellow light alarm.

Manufacturer narrative:
During testing at the service center the device displayed a yellow light visual alarm. This was due to the four way manifold gear clamp and tie wraps being loose.